Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: 28 gauge PICC, lot# 11224469, cut to 22cm, secured at 21.5 cm, placed (B)(6) 2018.

Event description:
The customer reported the filter of the product leaked, and they were unable to disconnect the product from the tubing it was connected to. The product was used for tpn, and the facility uses alcohol swabs to clean sites prior to attachment. The patient was ordered tpn at 8/hour and lipids at 1.2/hour, but they were running separately. The product had been put in place on (B)(6) 2019, and there was no patient harm.

Manufacturer narrative:
Diagnosis: preemie, twin. The customer¿s reports of a filter leak and unable to disconnect was confirmed. Visual inspection of the set noted tool marks on the female luer which may be due to the attempts by the customer to disconnect the connecting tubing. There were no other anomalies observed. An attempt to disconnect the connecting male luer was unsuccessful. A second attempt to disconnect the male luer using lab pliers was successful. Functional testing confirmed small droplets to be leaking from the air vent of the 0.2 micron filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent). The root cause of the customer¿s report of unable to disconnect could not be determined.

Event description:
The customer reported the extension set leaked at the filter, and they were unable to disconnect it from its mating tubing. The product was used for a tpn infusion into a 28g PICC line, and the facility uses alcohol swabs to clean sites prior to attachment. The patient was ordered tpn at 8ml/hour and lipids at 1.2ml/hour, however they were running separately. The product had been put in place on (B)(6) 2019, and there was no patient harm.